Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory. During the cut open process, the device inadvertently lost power and a por (power-on reset) occurred. After the por, the device was able to communicate with the programmer. An effort was made to reproduce the non-communication but was not successful. Automated test equipment and bench testing was performed and the device was found to be normal. The failure was lost during analysis and the cause of the non-communication remains undetermined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to implant, device could not be interrogated. All lights on the wand, programmer and antenna were flashing but no communication could be established. Another programmer was tried, wand and antenna but same results. Interrogation was attempted without the antenna, but still no communication with the device. The device was not used.